Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: sed01, implanted: (B)(6) 2013; product ID: 457453, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) system, the patient had sudden left heart failure and despite resuscitation efforts, the patient expired.